Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) receded the connections. Then cleared the debris from the drawer and tested rear control boards. Then fse replaced the full height module board on door five that had bent pin. Also, replaced retractor band on drawer 3-2. After that the customer inventoried drawer and was satisfied with results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 3.2 has failed and can not be recovered. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.